Event description:
Ous MDR - oversensing was reported. No implant date was provided. Only the associated lead was explanted. All available information suggests this ICD remains actively implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the existing production documents and the supplied device data. The manufacturing process for this ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The analysis of the supplied data was able to confirm the clinical observation and is consistent with the results of the lead analysis. There were no indications of material defects or manufacturing errors for either the lead or the ICD.